Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event injury replace with pain, abnormal bleeding, psychological injury was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, vomiting, nausea, anemia, multigravida and parity 2. Concomitant products included fluoxetine hydrochloride (fluoxetine hcl), hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin ib). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: the insertion details as per medical records is (B)(6) 2009. Insertion details: trailing coils: left 3, right 3. Lot number: 628436; manufacture date: 2008-12; expiration date: 2011-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, vomiting, nausea, anemia, gravida and parity 2. Concomitant products included fluoxetine hydrochloride (fluoxetine hcl), hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin ib). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: the insertion details as per medical records is (B)(6) 2009. Insertion details: trailing coils: left 3, right 3. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical records received. Reporter information , date of birth , lot no, concomitant drug, other relevant history ,explant date added. Product information and reporter comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.